Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the catheter was found torn during use on a patient. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen catheter in two pieces. Visual inspection was performed on the fracture surfaces and they were found to be smooth and uniform, like those caused by a sharp object. The catheter body was cut 26mm below the extension line hub. The other catheter body piece measured to be 191mm in length. Added together, a total of 217mm of catheter body was returned, which is within the specification of 207 - 227mm. This suggests that no pieces are missing. A device history record (DHR) review was performed and no relevant findings were identified. The product instructions-for-use (IFU) that are packaged with this product caution against altering the length of the catheter during insertion, used, or removal. The customer reported issue of the catheter body being cut during use was confirmed during sample investigation. Visual inspection was performed on the fracture surfaces and they were found to be caused by a sharp object. The probable cause of this issue was determined to be operational context.

Event description:
The customer alleges that the catheter was found torn during use on a patient.the device was replaced without issue.